Manufacturer narrative:
During a test run of the product, the heat up was reproducible and it showed that the handpiece was running out of specification. After disassembling of the product, it was found that it had some debris inside, specially at the inner side of the back cap. This shows that the reprocessing is not performed as requested as the product should be clean on the inside. The debris causes higher friction in the ball bearings which causes heat up and stronger wear. According to this, it was also found that the ball bearings have been worn out. This also causes higher friction and hence increase of temperature. In addition there have been groove marks visible at the inner side of the push button. This indicates that it has been pressed while the tool was spinning. This again causes higher friction and hence increase of temperature. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
During a standard dental treatment, the handpiece heated up and burned the patient on lower lip. There was no medical care necessary. Dental office does not recall patients name to pull file for further details hence age could not be supplied.